Event description:
On (B)(6) 2022 patient complained of vad alarms, shortness of breath on exertion, and mild edema. Right heart cath performed on (B)(6) with reduced ci, and inflow cannula directed at postural wall. On (B)(6) 2022 CT performed with noted 90 perfect outflow obstruction. Pt taken to surgery on (B)(6) with removal of bend relief and removal of pressurized proteinaceous gelly that was compressing the graft. Immediate cessation of pump alarms noted.